Event description:
The manufacturer received information alleging a ventilator stopped delivery of air flow for some seconds and then an alarm sounded. Immediately after the alarm the airflow resumed. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. However a review of the downloaded error log indicated ventilator inoperable errors occurred. The main pc assembly was replaced. The unit was checked overall, cleaned, and functionally tested.